Manufacturer narrative:
The getinge field service tech replaced the fiber optic connector. Full pm, calibration, safety, and functionality checks were completed per the service manual and passed to factory specifications. The unit was then returned to the customer for clinical use upon completion. A supplemental report will be submitted upon completion of the investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), biomedical engineer.

Event description:
During preventive maintenance by a getinge fst it was found that the cardiosave intra aortic balloon pump (iabp) had a damaged fiber optic connector .there was no patient involvement and no adverse event was reported.

Event description:
N/a.